Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited loss of capture due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. An infection was revealed and the patient was adminstered antibiotics. This device remains in service. No additional adverse patient effects were reported.